Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a toric implantable collamer lens into the patient's eye. The surgeon reports lens rotation. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a tmicl12.6 implantable collamer lens into the patient's right eye on (B)(6) 2020. Low vault, refractive surprise, and lens rotation were observed. Reportedly, lens reposition is planned to take place on (B)(6) 2021. The lens remains implanted. H6 - work order search: no similar complaint type events were reported for units within the same lot.

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial in liquid. Visual inspection found the haptic torn. Dimensional inspection found the lens to be within specification. Functional inspection did not find the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
B5: the reporter indicated, that the surgeon implanted a tmicl12.6 implantable collamer lens into the patient's right eye on (B)(6) 2020. Low vault, refractive surprise, and lens rotation were observed. On (B)(6) 2021, the lens was exchanged. Reportedly, the surgery went well. And the patient is happy. The reporter states, the patient's right eye is 20/20. Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
B5 - lens repositioning was also performed on (B)(6) 2021. Claim# (B)(4).